Event description:
Additional information was received stating that there was no allegation against the femoral stem.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation (nc search) was performed for the finished device product code - 136551000, lot number - d23084112, and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code - 136551000, lot number - d23084112, and no non-conformances / manufacturing irregularities were identified.

Event description:
Implant would not attach to a femoral stem. Surgery was delayed by 5 mins there were. No adverse affects to the patient.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: implant would not attach to a femoral stem surgery was delayed by 5 mins there were. No adverse affects to the pt. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. A functional test could not be performed as the mating device was not returned for evaluation. A dimensional inspection was performed with a pin gage and met specifications. The overall complaint was not confirmed as the observed condition of the articuleze m head 36mm +1.5 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.